Event description:
It was reported that during equipment evaluation conducted at the user facility the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis has not yet begun; additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.